Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during service and support activities, an automated impella controller (aic) was powered on to perform a data download using a usb memory device. Upon startup, the console displayed a ¿system self check failed ¿ change console immediately¿ error message, and the user was unable to proceed beyond this screen. The console was removed from use and transferred to biomedical engineering for return to the manufacturer for service evaluation. The issue was identified outside of clinical use. No patient involvement was reported in association with this event.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in d9; h3. Corrected information has been provided in h5. The root cause of the ¿system self check failure, power startup issue ¿ was due to a power management circuit board component failure.